Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted

Event description:
The customer reported that during a laparoscopic bilateral salpingectomy, the trigger of the device would stick and could no longer cut or seal as intended. No patient injury occurred, and a new device was used to continue the procedure. Examination of the device on december 15, 2016 found the knife was trapped within the jaws, preventing them from opening.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 01/24/2017. One used lf5544 ligasure device was received for evaluation, and examination of the received sample confirmed the reported issue. Visual inspection found the knife is trapped and contained within the jaws, which would prevent use of the knife. Review of the device history records for this lot found no potentially contributing factors. The investigation identified the root cause of the issue as customer misuse. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. Any tissue accumulation within the webbing during use can also contribute to the issue, and is caused by inadequate cleaning. The IFU included with this product states: do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. Confirm that the jaws have reached the closed position and are locked before activating the cutter. It also recommends cleaning the jaws as needed with a piece of wet gauze to help minimize tissue build-up.